Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while potentially testing patient samples with bd facscanto¿ ii flow cytometer erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: customer notices a different profile than expected in an analyzed sample. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) To be defined / clarified still was there any delay of treatment due to the issue? (Go to question #3) no; the samples were reanalysed by the gold standard method of hematological evaluation. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no samples redrawn based on conversation with customer was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ complaint trend: there are (B)(4) complaints related to this issue of erroneous results. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to improper sample preparation by the customer. The customer had initially reported that the instrument was producing unexpected results and contacted a tsr (technical service representative) regarding the issue. The customer was instructed to perform a cst test, which passed, and re-prepare the sample. The problem persisted even with the newly prepared sample so the issue was passed to as (application support) who confirmed that the instrument was functioning as expected with no technical issues and the issue was determined to be from the sample preparation. No parts were requested for evaluation as there were no parts replaced. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. There was no delay in patient treatment due to this event and no one was harmed. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: n/a, case # (B)(4) install date: (B)(6) 2011. Defective part number: n/a. Case comments: o ((B)(6) 2022 8:38 am) new value: application problem, tool works according to technical specifications. O ((B)(6) 2022 8:39 am) made cst run: all normal. Problem related to the sample, which is re-prepared (by hand) but problem persists, passed to e. Masetto (application support). Tool works according to the technical specifications. O ((B)(6) 2022 8:37 am) customer notices a different profile than expected in an analyzed sample. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part #338960-05ra, version a, bd facscanto ii flow cytometer (daq) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O item: acquire data o function: start data acquisition; collects event pulse parameters (height, widths, area) and send to the host. O potential failure mode: event rate too high, too much data is being acquired o potential effects of failure: loss of data in processing queue, loss of biologic sample o potential causes/mechanisms of failure: customer sample prep (too concentrated) / threshold set too low o current controls: triggers fifo overflow/ event overflow message to host. O recommended actions: n/a o responsible party: n/a o target completion date: n/a o actions taken: n/a o sev: 4 o occ: 5 o det: 2 o rpn: 40 mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the erroneous results was due to improper sample preparation. ¿ conclusion: based on the investigation results the root cause of the erroneous results was due to improper sample preparation. The customer was made to run a cst test, which was all normal, and the cause was determined to be due to the sample rather than the instrument. The sample was prepared by hand and the issue persisted, but as reported that the instrument was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while potentially testing patient samples with bd facscanto¿ ii flow cytometer erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter, translated from italian to english: customer notices a different profile than expected in an analyzed sample. 1. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) To be defined / clarified still 2. Was there any delay of treatment due to the issue? (Go to question #3) no; the samples were reanalysed by the gold standard method of hematological evaluation. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no samples redrawn based on conversation with customer 4. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no.